Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working properly as the pump remained dimpled when pressed. The physician and nurses tried troubleshooting the device, but no troubleshooting resolved the issue. Two weeks after the visit to the hospital, the patient underwent a surgical procedure in which his pump was explanted and replaced. After the procedure, the patient improved. The patient was stable post procedure. He was retrained in the usage of the pump.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual analysis of the device did not identify any leaks in the device. The functional testing of the pump identified that the pump failed the deflation and the activation test. Based on this observation, the reported allegation of pump collapsed and mechanical issues were confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual examination of the device did not identify any leaks. Functional testing of the pump identified that the component failed the deflation test that verifies that that greater than or equal to 24 ml of fluid moves from the cylinder side of the pump to the reservoir side of the pump when the pressure on the cylinder decreases from 20 psi (pounds per square inch), to 4 psi in less than or equal to 14 seconds. The pump aso failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working properly as the pump remained dimpled when pressed. The physician and nurses tried troubleshooting the device, but no troubleshooting resolved the issue. Two weeks after the visit to the hospital, the patient underwent a surgical procedure in which his pump was explanted and replaced. After the procedure, the patient improved. The patient was stable post procedure. He was retrained in the usage of the pump.